Event description:
One-hour post implantation, this device was interrogated and a message occurred stating the device was at eol. Therefore, the device was not used for the implant. The ICD was returned in the original sterile package.